Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvisoft acellular collagen biomesh was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2004: urine comes out and unable to control it - was told that she has a bladder infection - prescribed cipro. On (B)(6) 2004: odor and pink discharge from vagina - discharge, odor, bv - flagyl. On (B)(6) 2004: complained of incontinence of urine and stool - diagnosed with urge incontinence - prescribed sanctura. On (B)(6) 2004: significant groin and vaginal pain - reproducible pain over abductor musculature and pubic symphysis -symptoms completely resolved - prescribed tylenol. Interim medical records from (B)(6) 2004 to (B)(6) 2011 are extraneous to covidien mesh case review and no genitourinary complications noted. On (B)(6) 2011: vaginal infection, vaginal discharge, irritation of vulva - mild irritation of vulva, possible candidiasis, minimal vaginal discharge - treated with diflucan and nystatin for candidiasis. Medical records after (B)(6) 2011 are not available to know further condition of the patient.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, procedure: vaginal hysterectomy, posterior repair with mesh, anterior repair with mesh, transobturator tape, removal of lipoma on the right leg, foley insertion. Operative findings: large posterior wall relaxation coming down to the introitus, partly enterocele, partly rectocele, large anterior wall relaxation coming down to the introitus and the uterus coming down to the hymenal ring, otherwise copious tissue, wide vagina, large hypermobile urethra and deep pelvis. Per additional information received, the patient has experienced urinary tract infection, incontinent of urine and stool, mixed incontinence, pain in lower groin, tremors, pain, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, cystic lesions of bladder mucosa (cystitis cystica), stage 2 pelvic prolapse. Required both surgical and non-surgical interventions.